Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needle's were not operating properly. The following was received from the initial reporter: patient says that he had difficulty injecting the full dose as the plunger stopped partly through the injection process. This happened a couple of times with needles from the same box.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needle's were not operating properly. The following was received from the initial reporter: patient says that he had difficulty injecting the full dose as the plunger stopped partly through the injection process. This happened a couple of times with needles from the same box.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.